Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported by the patient's daughter-in-law that at 02:30 am, the patient got low blood sugar reading at 47 mg/dl on cgm but the receiver did not give an alert (no alert at all) and they also do finger stick and patient was actually low (unable to provide the exact reading) daughter-in-law mentioned they call 911. Reporter sd that the patient was given IV and only stayed at the hospital for 5 hours. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5173238. B5: describe event or problem - correction/additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. H10: related report numbers. H11 additional narrative.

Event description:
A voluntary medwatch report was received on 8/11/2025. According to information submitted via the maude database, the patient reported that the dexcom g7 receiver failed to alert when their blood glucose levels dropped and is currently not alerting when levels rise. No additional patient or event details were provided.